Manufacturer narrative:
The report of the primary set disconnecting from the maxplus was not confirmed. No anomalies were identified upon inspection. Functional testing was performed; the disconnection was not replicated. Dimensional testing was performed; the male luer was within specification. The root cause of the disconnection was not identified.

Manufacturer narrative:
Correction on initial report.

Event description:
Customer reported the male luer on the alaris® pump module administration set (2420-0500) would spin off of the maxplus® needleless connector (mp1000-c), disconnect and cause leakage. No patient harm reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.